Manufacturer narrative:
This is one event (death) of three events reported for the same pt involving two separate products; associated mdrs # 1225714-2013-00740, 00741, 00742, 00743, and 00744.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011, another cardiovascular event on (B)(6) 2011, and subsequently expired on (B)(6) 2011 after the use of the product.